Event description:
It was reported that the patient passed away due to intracranial hemorrhage. Prior to the death, the patient's international normalized ratio (inr) was supratherapeutic and the patient was experiencing symptoms of headache, nausea, and altered mental status. The inr was reversed to try to treat the patient. The death was not considered device related and the device reportedly functioned as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.